Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
A patient underwent an oblique lumbar interbody fusion (olif) at l1-l4. It was reported that during the operation, the device became hot and that heat was subsequently transferred to the patient¿s skin through a retractor frame. The patient was reportedly presented with low temperature burn with blisters. The surgical time was not extended due to the incident.